Event description:
The customer received questionable results for total protein (tp) on 10 patient samples. Of those 10, seven samples were erroneous and were reported outside of the laboratory. At approximately 4:00 am on (B)(6) 2013, the customer noted the questionable results. The customer performed routine qc and determined the qc for tp was out of range. During troubleshooting and attempted corrective maintenance, the customer discovered that the reagent line in the r2 reagent bottle was cracked. The questionable samples were repeated on a cobas integra analyzer. All of the initial results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. All results are in the following format: initial/repeat and are in g/dl. Patient 1: 5.7/ 4.0; patient 2: 6.6/ 5.3; patient 3: 2.3/ 6.4; patient 4: 2.2/ 3.6; patient 5: 7.1/ 5.7; patient 6: 5.8/ 4.5; patient 7: 6.0/ 4.5. Neither the lot numbers nor expiration dates were provided by the customer for the r1 tp reagent or the r2 tp reagent. The field service representative found damaged filter weight tubing for tp r2. The operator had pulled the tubing hard against the top of the sensor. He re-connected the reagent tubing to the sensor after making a new connection. The customer ran qc with the results meeting their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.